Manufacturer narrative:
Additional information: information was received that the physician repositioned the lens. The patient is very happy with the outcome and is planning to schedule to have his second eye operated. Device evaluation: the device was not returned to the manufacturer for evaluation as the device remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record could not be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Exact date that the lens rotation occured was not provided, however it was noted at the post-op exam on (B)(6) 2016. To date there is no indication that the lens has been explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient reported that his vision was initially okay but has gradually deteriorated. The patient is scheduled to have the lens rotated in a secondary procedure. Model zxt150 was implanted and was at +1.5 diopter at 73 degrees. At the postop visit the patient is now -2.5 diopter at 42 degrees. The zxt150 lens appeared to be about 10 degrees off. When corrected for distance, the patient could not see anything at near. The surgeon repeated his corneal topography and it looks like the whole effect is due to rotation of the implant.